Event description:
It was reported the patient complained of swelling from left shoulder to hand with numbness since device implant. Follow up with the physician's office disclosed patient has a thrombus and is scheduled for a venogram and thrombectomy in approximately three weeks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.